Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device worked fine for most of the procedure. Towards the end of the case, the jaws would not open and were closed on tissue. The device had to be pulled off of the pedicle it was attached to. This caused some minor bleeding. Case completed with a bipolar cautery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No, the surgeon was working laparoscopically and was unable to access the jaws of the device during the situation. The incident occurred at the very end of the case at which time doctor was just coagulating a tiny oozing bleed. The tissue in question was normal tissue on the vaginal cuff and did not include a vessel. Every effort was made to get the jaws open using the handle/trigger of the device but when it became apparent that the jaw had physically broke and became misaligned then the decision was made to pull the device with the jaws closed off of the tissue. This resulted in an oozing bleed on the tissue. A bipolar device was opened to stop the bleeding and the case was ended without additional patient consequence. If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?